Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. A surgical revision was performed, and the distal terminal pin was able to be pulled out of the device header without loosening the setscrew. It was noted that the issue could have been that the setscrew was not fully tightened down or that the lead was never fully inserted in the header. The lead was re-inserted in the header and the setscrew was tightened and all impedance measurements were within normal range. No additional adverse patient effects were reported. The lead remains in service.